Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. The customer stated that they were able to clear alarm, able to do complete rewind of insulin pump. Fill cannula was recorded in daily history and self test was passed but error table did not indicates that insulin pump error alarm cleared active insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.